Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/24/2017 with the following findings: a review of the pump black box data showed recurring unexplained pump reboots on (B)(6) 2017. The returned battery and a test cap attached securely to the pump. During investigation, the pump powered on and displayed the verify screen; the audible tones and vibratory alarm features functioned normally, indicating power to the pump. Further testing was not able to be performed due to the unrelated issue of unresponsive keypad buttons. The original complaint of no power was shown in the pump history but was unable to be confirmed or duplicated. The power issue was not able to be adequately investigated due to the unrelated keypad issue. Unrelated to the complaint, a visual inspection of the pump revealed a hairline battery compartment crack.